Event description:
The customer reported the device has a service required message when powering on. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and confirmed the reported complaint. All performance assurance tests passed and the device was put back into service. The power pca was replaced to resolve the problem.